Manufacturer narrative:
(B)(6).

Event description:
Arcing it was reported whilst plugging in the new power pack , one of our pnps received an electric shock. When the unit was returned to the rep she also tried to plug the unit and received an electric shock.

Manufacturer narrative:
(B)(4).